Event description:
The customer reported there was leakage of the cuff after a few days of use. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.